Event description:
Caller reported an error related to their continuous glucose monitor. Blood glucose level remained unaffected, as there was no adverse impact reported. Technical support guided the caller through a pump reset process, which resolved the issue, allowing the caller to successfully start a new sensor session without further errors.